Event description:
During a pta treatment procedure, removal difficulties were encountered. The balloon catheter had been advanced through the sheath and inflated a few times to unknown atms in an attempt to dilate a 50-60% stenosis. The physican was attempting to withdraw the balloon catheter when it became stuck in the sheath. The sheath and balloon catheter were removed together. The procedure was successfully completed. The patient is reported as 'ok' following the procedure; no injuries or complications were reported.